Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported the device was not suctioning and there was a failure to alarm. There was no patient injury, as the device was immediately removed from patient.

Manufacturer narrative:
Supplemental report is being filed following the submission of the initial MDR report since the investigation has been completed. Based on the lot number provided for product 6708888, we reviewed the device history record (DHR). There were no reports of any deviation or non-conformance investigations (nci) generated for the lot number. The sample was never received for evaluation, therefore the root cause cannot be determined. We will continue to monitor this failure mode for this product.